Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right ventricular (rv) lead exhibited variable r-waves and high thresholds. A micro-dislodgement was suspected. It was also noted when the lead dislodged shortly after implant the r-waves had diminished. The lead has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged shortly after implant. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted no tissue on helix at time of analysis. If information is provided in the future, a supplemental report will be issued.